Event description:
The customer reported the ventilator was alarming due to no oxygen available. The customer reported the device was in use on a patient, but no patient harm was reported. An oxygen not available alarm alerts the user to an oxygen supply pressure out of range and/or flow sensor or pressure sensor calibration failure. The ventilator discontinues oxygen support. Loss of the oxygen source can be detrimental to a patient if in use. The facility biomedical engineer repaired the unit by releasing the o2 that was stuck in the manifold. After the o2 was release from the manifold the error was cleared. The unit is now back in service.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.